Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) reached elective replacement indicator (eri) and was at 2.54v. The ins had prematurely depleted and lasted less than 2.5 years. The ins was programmed to c+, 0- at 3.65v, 90 usec, and 130 hz on the left side and c+, 4- at 3.65v, 90 usec,and 130 hz on the right side. Therapy impedances were measured to be 534 ohms on the left side and 1041 ohms on the right side. The ins was replaced and the issue was resolved.